Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure in the duodenum, performed on (B) (6) 2010. According to the complainant, there were two malignant strictures, one each in the second and third portion of the duodenum. Initially, the physician tried to access the third portion of the duodenum, through the second portion by using a fiber scope. After thirty minutes, he reached the intended area. The patient "suffered" when the physician partially deployed the stent by approximately fifty percent. The physician reconstrained the stent, removed the guidewire and the device from the patient. It was confirmed that there was a perforation in the duodenum. As a temporary measure, free air was removed through an elaster needle, and a cannulation tube was inserted. After that, surgery was performed. The patient's spo2 (saturation of peripheral oxygen) was reported to have ranged from 70 to 85 percent. The physician did not know if the perforation was related to the wallflex stent. The patient's condition at the conclusion of the procedure was reported to be "take a wait-and-see approach". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4) (surgery). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.